Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated chair is veering to the left, and when going up ramp it would start veering and then quit and someone would have to finish pushing end user up the ramp.